Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the insulin label printed for medicine piperacillin tazobactam was not scannable and customer stated that other medication labels scanned finely. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unscannable label for piperacillin tazobactam on the station. A technical support specialist (tss) explained that the error message "medication does not exist on patient" means the medication order was not properly linked. Further review showed that this medication was linked to multiple orders, but only (B)(4) was active; the others were cancelled. If the nurse selects a cancelled order, the system would display the error "medication does not exist for the patient". Although the nurse selected the correct medication, the system displayed "medication not loaded" even though it was available in pyxis. The tss advised unloading and reloading the medication. The system functioned as intended after the technical support specialist troubleshot the device.